Manufacturer narrative:
(B)(4). Date sent: 9/23/2020. D4: batch #: u5a28f. Investigation summary: the analysis found that one psee60a device was returned with the anvil bent upwards and with one gst60t reload loaded in the device. The reload was received fully fired. The manual override door was noted to be out of position and the override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness, or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil, leading to this damage. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a wedge resection, a psee60a locked out after firing. This was in a left upper lung lobe segmentectomy. The stapler had to be manually released using the crank. It is believed the stapler was fired on a clamp at the distal tip, causing the lockout and bending the anvil out of alignment. Surgery was delayed 5-10 minutes due to this reported event. A new stapler circulated into the case to complete the operation. No fragments were generated and there were no patient consequences.